Event description:
Pt was in a skilled nursing facility she was ventilator dependent. On both occasions pt became very short of breath, and was unable to be ventilated by the mechanical ventilator. Pt was removed from ventilator and resuscitated with a hand-ambu bag. Pt recovered quickly. 911 was called. Trach appeared to be mid-line and no evidence of blockage due to secretions. Second time same occurrence. Rptr felt at this time the end of the trach tube could have been against the trach wall. On 9-5-98' rptr changed the trach tube. No other occurrences have taken place. This is very similar to other occurrences now that rptr looks back at other pts.